Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified for the clinical chemistry lactate dehydrgenase assay, reagent list number 02p56-21, lot number 25802un16.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, instrument log review, a search for similar complaints, and a review of labeling. Return material was made available. In house testing protocol was executed; the assay files for the reagent lot number was successfully calibrated and each validity control replicate generated was within the established ranges. It was determined the reagent lot is performing acceptably. The instrument logs did indicated that instrument error messages were generated on the customer analyzer. The error could indicate the presence of bubbles, foam or fibrin in the sample. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the clinical chemistry lactate dehydrgenase assay, reagent list number 02p56-21 , lot number 25802un16 , were identified.

Event description:
The customer generated falsely elevated clinical chemistry ldh (lactate dehygrogenase) results. The customer indicated that a pregnant woman, (B)(6) weeks gestation, was admitted to the hospital and had her labor induced. The customer documented that the patient had hypertension and positive protein results in conjunction with the elevated ldh result . The customer provided the following ldh results: (B)(6) 2016: initial 1063 u/l, the patient was redrawn 12 hours later, (B)(6) 2016: 142.4 u/l. The original specimen was retested on (B)(6) 2016: 363.0 and 303 u/l it is unknown whether the patient had pre-eclampsia therefore the induction may have been unnecessary. The infant is doing well and there were no complications documented regarding the delivery.